Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the forceps elevator had foreign material, the bending section cover adhesive was detached, the connecting tube had a wrinkle, the light guide protector had a cut, the section cover had a scratch, the grip had a scratch, the universal cord had a scratch, the standard connector had a scratch, bending angle had wear, and the plastic distal end cover was dirty. Initial reporter address: (B)(6).

Event description:
The evis exera ii duodenovideoscope was sent to an olympus service center for evaluation after being returned from the end user with no complaint. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no complaint from the customer and no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. As this was an asset return with no complaint from the user there was no record of information regarding reprocessing available. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.